Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred and the that the system board had been replaced to address the issue. The system board was not replaced. The devices software was reloaded to address the issue.